Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated that they may have overfilled the cartridge. Review of t:connect pump data confirmed that the customer overfilled the cartridge. The customer's blood glucose level was not impacted and the customer reloaded the cartridge successfully.